Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d9, h3 h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the water tightness was lost and cuts were found on the cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction :cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had a loose contact and if the cable was wiggled the picture disappeared. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a loose contact and if the cable was wiggled the picture disappeared. The issue occurred during an unspecified procedure. There were no reports of patient harm.